Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the batteries in the system. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced a battery charger fail error. There was no report of pt injury.